Manufacturer narrative:
(B)(4). Mfg. Site name -(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. It was noted that the handle broke. Eventually, the clip was able to release after extensively maneuvering the scope and the catheter, and the procedure was completed at this time. There were no patient complications reported as a results of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the clip was assembly was fully deployed, and the clip was not returned with the device. There was a kink in the control wire and coil wire near the handle. It was also noted that the blue sheath grip was detached from the over sheath. These failures are likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. It was noted that the handle broke. Eventually, the clip was able to release after extensively maneuvering the scope and the catheter, and the procedure was completed at this time. There were no patient complications reported as a results of this event. The patient's condition at the conclusion of the procedure was reported to be fine.